Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump and informed the customer that a replacement pump with updated software would be sent. The customer was advised on the necessary steps, including putting the old pump into storage mode before returning it, and understood the instructions. The replacement would not be immediately available for upload to tandem source for 48 hours, and the customer was advised to return the problematic pump using the provided shipping label.